Event description:
It was reported when using the bd pyxis¿ medstation¿ es, it was not communicating with network. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the station was not communicating. A technical support specialist confirmed the station was online on remote support service and communicating with the server. The customer stated that the issue was resolved. The system functioned as intended after the technical support specialist verified the device.